Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received two inappropriate shocks while cycling. The device data was forwarded to boston scientific technical services (ts) for review, and it was confirmed that the event displayed a significant change in the patient's rhythm morphology will low amplitude measurements. This ultimately led to t-wave oversensing, as well as double-counting, and the subsequent shock deliveries. Ts had previously discussed surgically revising the electrode in 2023 due to oversensed myopotential noise and again recommended an electrode revision. It was noted that the physician will likely replace the s-ICD system and upgrade the patient to a transvenous system due to their condition. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in section b5 (event description).

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received two inappropriate shocks while cycling. The device data was forwarded to boston scientific technical services (ts) for review, and it was confirmed that the event displayed a significant change in the patient's rhythm morphology will low amplitude measurements. This ultimately led to t-wave oversensing, as well as double-counting, and the subsequent shock deliveries. Ts had previously discussed surgically revising the electrode in 2023 due to oversensed myopotential noise and again recommended an electrode revision. It was noted that the physician will likely replace the s-ICD system and upgrade the patient to a transvenous system due to their condition, but it has been confirmed that this has not been scheduled. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.